Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. No unexpected button error alarms noted. All buttons functioned properly. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported the insulin pump alarmed button error. Alarm occurred during a bolus delivery. Customer's blood glucose was 222 mg/dl. The device was not dropped or wet. This has been the second time the device alarms. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.